Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented in clinic for a lead revision. After the procedure, it was noted the right ventricular lead exhibited insufficient tension. The physician performed an additional procedure and readjusted the tension of the lead. The patient was in stable condition.

Manufacturer narrative:
Correction - a4 - the patient weight should have been 74 kg rather than 47 kg.